Event description:
On (B)(6) 2014, the customer reported according to a call received from a completion, the ventricular lead was explanted due to high impedance. No subsequent device or clinical adverse event have been reported. The lead was actively implanted for approx 4 years.

Manufacturer narrative:
The lead was discarded, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.